Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed damage to the outer jacket; however, a specific cause for this damage could not be conclusively determined through this evaluation. Examination of the modular cable revealed cracking along the length of the outer jacket, as well as several breaches. The controller connector and inline connector pins appeared unremarkable. The modular cable passed electrical testing without issue. No alarms or faults were reported by the account. Incidental findings microscopic inspection of the wires revealed a breach to the insulation of black and brown wires at 7¿, green wire at 3.5 and 5.5¿, orange wire at 5.5¿, and red wire at 5.5¿ and 15" from the controller connector, exposing the inner metal conductors. The modular cable passed electrical testing without issue. No alarms or faults were reported by the account. The relevant sections of the device history record for modular cable lot number 189978 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 "system operations" provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline¿ in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient's modular cable was noted to have a damaged coating during a routine follow-up clinic visit. The damaged modular cable was exchanged.